Event description:
It was reported the patient was receiving strong and uncomfortable stimulation. The patient was advised to turn the stimulation off. The sjm representative met with the patient for reprogramming and it was determined the stimulation had moved from the feet and upper legs into the thighs and the back. Reprogramming was unable to regain stimulation to the feet. It was reported an x-ray was to be taken and surgical intervention may be undertaken to address the change in stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.